Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had cracked case and broken door latch. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left/right handle, front door, barrel clamp, module key lock label, left/right iui, wrap, latch module, latch spring, and latch module bracket. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the front case. A review of the device history record showed the device had a manufacture date of 17 jul 2015. The review was performed from the date of manufacture to the date of product release for distribution. The investigation is still pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had cracked case and broken door latch. No additional information was provided. There was no patient involvement.